Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that he reported problem is not device related, because it was verified that the humidifier is not a philips product and not a device that philips is a distributor or importer of. This device is out of scope for complaint investigation as it does not constitute a philips device, nor is it used in, with, or as a philips finished product. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
E; (B)(6)hospital . (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there is a lot of accumulated water in the breathing pipeline. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. This investigation is ongoing.